Event description:
Bilateral breast augmentation done about 30 years ago. She developed significant capsular contracture about 15 years after the surgery. She had an ultrasound that was done about 12 years ago which demonstrated evidence of bilateral intracapsular rupture of both implants with extracapsular spread on the left. She had a mammogram performed earlier this year, which again demonstrated significant capsular contracture, significant calcification of capsules around the implant devices suggestive of an implant failure. The patient states she has some discomfort in the axillary regions bilaterally. She has difficulty wearing clothes due to the significant asymmetry. She underwent removal of bilateral ruptured silicone gel implants with bilateral breast capsulectomies.